Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 6/2/15. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the black box shows an alarm on 11/13/14; deliveries resumed at 19:34. Pump was exercised for 24hr duration period; no call service alarms were duplicated. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately removed pump cover; no evidence of internal moisture or damage to the pcb was found. The complaint was verified in the history but could not be duplicated during the investigation. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2014 the reporter contacted animas alleging that on the same day the patient experienced elevated blood glucose (bg) of 467mg/dl with nausea and vomiting associated with a call service alarm. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The alarm reportedly was not recurring and the patient remained on the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump associated with inadequate response to an appropriately emitted alarm.